Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A nitrex nitinol guidewire was used during an atherectomy procedure with a non-medtronic device. It was reported that the physician observed a powdery, green substance apparently coming off the wire when loading a non-medtronic atherectomy device onto it; presumably being scraped off the wire as the atherectomy device was being advanced over it. No patient injury reported.